Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) damaged screen.

Manufacturer narrative:
Updated field: b4, b6, b7, d5, d9, d10, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: b5, d5, e1 (initial reporter, event site email), e2, e3, e4, g2, h6 (health effect ¿ clinical and impact codes) getinge field service engineer (fse) found damaged screen. Customer has advised they will not be proceeding with repairs. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance (pm) cardiosave intra-aortic balloon pump (iabp) unable to zero pressure. There was no patient involvement.